Manufacturer narrative:
D6b: added the explant date.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the device had been pulled back into the aorta. Assistance was provided with repositioning, and the device position was subsequently confirmed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: placement signal issue: data log review alone was not sufficient to confirm the cause of the placement signal issue. The cause of the placement signal issue could not be determined without the returned product for investigation and sufficient clinical details.